Event description:
Unomedical reference number (B)(4). Event occurred in brazil. On 25 april 2024. It was reported that there is leak in infusion set. Patient blood glucose level was 429 mg/dl and was corrected through pump. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: brazil.